Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system froze. The system was turned off a few times without success. Timing of the event is unknown. There was no patient harm. Additional information has been requested but nor received to date.

Manufacturer narrative:
The customer reported that the system froze. The company service representative examined the system and was able to replicate the reported event. The company service representative found that the host was flattening the central processing unit (cpu) batteries prematurely. The company service representative replaced the cpu host module. The system was then tested and met all product specifications. The system was manufactured on may 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming cpu host module. (B)(4).

Event description:
Additional information was provied by the reporter. The event occurred during the setup step.

Manufacturer narrative:
The digital versatile disc (dvd) and the central processing unit (cpu) host module were received and a visual assessment of the returned samples revealed no visual nonconformities. Prior to performing any testing on the samples, the voltage was measured and was at zero (0) voltage. The returned digital versatile disc (dvd) and the central processing unit (cpu) host module were installed into an infiniti hotbed. The system booted up normally and displayed a system message (sm) - [cmos battery may have failed], as expected since the battery was at zero (0) voltage. This sm was able to be dismissed and the system was able to be tested. However, when the burn-in compact disc (cd) was loaded, it was not recognized. The returned dvd drive was found to be nonconforming. The hotbed dvd drive was reinstalled into the system and the hotbed lithium battery was installed into the returned central processing unit (cpu) host module. The hotbed dvd drive was able to load the burn-in compact disc (cd) successfully and run the burn-in testing with no issues. The voltage of the hotbed lithium battery was measured prior to the burn-in and had a value of 2.55 v, and was 2.549v at the completion of the burn-in, an insignificant difference. The lithium battery was also left in the system for over 20 hours to measure the starting and ending voltage, which started at 2.538v and concluded at 2.533v, also an insignificant difference. During testing the central processing unit (cpu) host module was put through a burn-in and was successful. The infiniti hotbed¿s lithium battery voltage did not have a significant change between the start and completion of the burn-in. The lithium battery was also left in the system for over 20 hours and had an insignificant difference between the start and ending voltage. Unrelated to the reported event, the returned dvd was found to be nonconforming. There was no problem found with the central processing unit (cpu) host module; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).